Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15818. Related manufacturer reference number: 1627487-2021-15819. Related manufacturer reference number: 1627487-2021-15820. It was reported the patients therapy was no longer effective due to the development of scar tissue. As a result, surgical intervention was undertaken on (B)(6) 2021. The patient's two supra orbital leads and right occipital lead were repositioned resolving the issue.